Event description:
This was a left-sided cardiac lead extraction procedure conducted in the operating room with both arterial line placement and fluoroscopy utilization. The purpose of the lead extraction was a device upgrade. There was one lead to be extracted, originally implanted in 2004. The md prepped the lead with a lld-ez and began lasing with the 14f sls and a 14f visisheath. The lasing progression slowed and the physician upgraded to the 16f sls, without the outer sheath. The md applied gentle traction and the lead popped back and was removed from the pt. Within mins the pt's arterial blood pressure dropped, a tee confirmed an injury and an emergent sternotomy was performed. The CT surgeon successfully repaired a perforation in the pt's ivc. The pt was transferred to the ICU and recovered with no reported deficits upon discharge. Several attempts (12/1, 12/9 & 12/21) were made to obtain lot/serial #s for the devices used in this case without success.